Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there had been issues with upstream occlusion alarms. The reporter stated that the alarms are not occurring with medications they are used to seeing it with. There was no report of patient injury or medical intervention associated with this event. No additional information is available.